Event description:
A customer contacted beckman coulter inc. (Bci) stating that a coulter act 5 diff wbc lyse bottle was received leaking. The customer indicated that after opening the product's package, the inside of the box was noticed slightly wet. No "spillage" was noted. The customer was wearing proper ppe and there was no reagent exposure to open wounds or mucous membranes. There was no injury reported as a result of this event and medical attention was not needed.

Manufacturer narrative:
The customer was provided with a replacement.